Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9275399, medical device expiration date: 2024-09-30, device manufacture date: 2019-10-02, medical device lot #: 9303210, medical device expiration date: 2024-10-31, device manufacture date: 2019-10-30. Investigation summary: one sample was received. It came in an opened packaging blister. It has the barrel cracked from the flange towards the middle. It is about 3¿ long. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lot # 9275399 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of these batch #s. Root cause description: a jam could have occurred during the assembly process and the damages were not detected in the next processes. Rationale: CAPA not required at this time.

Event description:
It was reported that 30 ml bd luer-lok¿ tip syringe had a crack. This occurred on 2 occasions before use. The following information was provided by the initial reporter: material no: 302832 batch no: 9275399, 9303210. It was reported 1 opened syringe with 2 packaging were left for me over the weekend 1/24-26/2020.